Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found a partial lead was retuned. An insulation abrasion was found from 3.1 cm - 6.9 cm from the distal tip. Abrasions are consistent with constant friction with another implantable device.